Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the phacoemulsification handpiece stopped working. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found a discolored cable. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on the longitudinal and torsional movements which found the handpiece to meet product specifications. A review of the phaco handpiece data indicates there were 397 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was found to meet functional specifications during testing; therefore, the customer reported phaco power issue could not be confirmed. Unrelated to the customer reported event, the cable was found to be discolored. How or when the cable became discolored remains inconclusive. The phaco handpiece was manufactured on september 16, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).